Event description:
Salesman reported, that the surgeon has a case to remove a broken 2 slot maxlock plate, 2 years postop.

Manufacturer narrative:
Per the system IFU, "failure to immobilize a delayed union or nonunion of bone will result in excessive and repeated stresses which are transmitted by the body to any temporary internal fixation device prior to the healing of the fracture. Due to normal metal fatigue, these stresses can cause eventual bending or breakage of the device. Therefore, it is important that immobilization of the fractures site is maintained until firm bony union (confirmed by clinical and roentgenographic examination) is established."